Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 22-jan-2025, follow-up information was obtained and it was determined that the procedure involved was a da vinci-assisted malignant hysterectomy and not a da vinci-assisted adrenalectomy as initially reported. Additionally, the event date was determined to be 20-nov-2024 and not 19-nov-2024 as initially reported. Furthermore, a review of the system logs confirmed the returned universal surgical manipulator (usm) is not associated with the reported event. As of the date of this report, the usm associated with the procedure in question has not been received. Corrected information: b3 - event date: 19-nov-2025 to 20-nov-2024. B4 - isi awareness date: 19-nov-2025 to 20-nov-2024. H3 - device evaluated by mfg: yes to no. H6 - annex b: b01 - testing of actual/suspected device to b17 - device not returned. H6 - annex c: c21 - results pending completion of investigation to c20 - no findings available. H6 - annex d: d16 - conclusion not yet available to d15 - cause not established. Additional information: a3a - gender: female based on procedure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to replicate the reported issue. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. The usm has been received for failure analysis evaluation. However, the failure analysis investigation has not been completed at the time of this report. Therefore, the cause of the customer reported failure mode cannot be determined. A review of the site's system logs confirmed the reported error(s).

Event description:
It was reported that during a da vinci-assisted adrenalectomy procedure, the customer encountered an error that could not be recovered. As a result, the surgeon decided to convert the case to traditional laparoscopic surgery and an additional port was placed. The patient was able to tolerate the conversion to traditional laparoscopic surgery.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Device evaluation: failure analysis (fa) on the universal surgical manipulator (usm) related to this reported event was completed the failure was confirmed and replicated. During visual inspection, no issues were found related to the reported problem. Once testing was completed the printed circuit assembly (pca) was found to be the root cause and was replaced.